Manufacturer narrative:
G2: check foreign and other and add country name in other other.

Event description:
It was reported that, the screwed-in pegs of the legion cr np narrow fem sz 6 rt were loose, three threads visible on one and the other also was loose. The event occurred during a tka surgery while the instrument was outside of the patient, when it was removed from the packaging. The procedure was successfully completed with a delay of less than 30 min using a smith and nephew backup device. No other complications were reported.

Manufacturer narrative:
(B)(4). B4: corrected the event description.

Manufacturer narrative:
Results of investigation updated: the device was returned for evaluation. The device was returned for evaluation. A visual inspection of the returned implant could not confirm the stated failure, however, a functional evaluation of the device appears that this product did not have the lugs assembled correctly during manufacturing. The manufacturing process of the device contributed to the reported event. A review of complaint history did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Possible probable cause could include but not limited to manufacturing process error. This is an isolated event that is currently being monitored. At this time, we have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the device was returned for evaluation. The device was returned for evaluation. A visual inspection of the returned implant could not confirm the stated failure, however, a functional evaluation of the device appears that this product did not have the lugs assembled correctly during manufacturing. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as a manufacturing issue could be confirmed. Possible probable cause could include but not limited to manufacturing process error. This is an isolated event that is currently being monitored. At this time, we have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned implant could not confirm the stated failure. The visual did confirm cement still visible on the implant. A functional evaluation was conducted and confirms the returned device shows that the lug on the lateral side is loose. An evaluation of the device appears that this product did not have the lugs assembled correctly per work instructions 0035026 in the clean room. A dimensional evaluation was conducted and confirms damage at feature will not allow for accurate measurement. A review of the complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Possible probable cause could include but not limited the user error. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that the screwed-in pegs of the legion cr np narrow fem sz 6 rt were loose, three threads visible on one and the other also was loose. The event occurred during a tka surgery when cementing. The procedure was successfully completed with a delay of less than 30 min using a smith and nephew backup device. No other complications were reported.